Manufacturer narrative:
The suspect device was returned to olympus for evaluation. As described, during inspection and testing, the nozzle was found to be clogged which reduced the function of water removal. In addition, service found the following issues: the bending angulation was insufficient due to the angle wire being stretched, the bending cover adhesive was cracked, there was a stain on the distal end cover that was difficult to remove, the universal code was leaking, water invasion was observed in the scope connector due to handling, the switch button was worn out, and there were scratches on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during inspection of the device, prior to use, poor water flow from the scope was observed. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the nozzle was found to be clogged. This report is being submitted for the malfunction found during evaluation (clogged nozzle). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 13-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, the following was noted: foreign material clogging the nozzle was analyzed and found to be an epoxy resin and not of the subject device. Trace water invasion was found as a result of disassembling the scope connector. Because no air leakage was found, it was likely caused by the following scenario: the coiled tube was attached to the scope in the water strong water pressure hit the check valve of the venting connector directly a load was applied so that the valve of venting connector open with a brush or the like while the device was immersed attached to the device while venting connector was wet bending section rubber glue was cracked and distal cover was scratched due to some interference but the root cause could not be specified. Dirt of the distal cover could not be analyzed as it was too small to collect however, it was likely hard water residue where the water and chemical solutions adhered to the distal end and dried. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to add additional information received from the legal manufacture. Please see h6 for further information.